Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004 patient was admitted with right upper quadrant abdominal pain with bloating. On (B)(6) 2006 patient was admitted with right lower lobe pneumonia and a urinary tract infection and was mildly hypoxic on (B)(6) 2006 patient underwent extrafascial total abdominal hysterectomy, bilateral salpingo-oophorectomy, pelvic and aortic lymphadenectomy. No complications were reported. On (B)(6) 2007 patient was admitted with a proximal deep vein thrombosis to common femoral on her right thigh. Patient reported swelling and pain in her inner thigh and calf of the right leg. On (B)(6) 2007 patient underwent bard port left for advanced endometrial cancer. No complications were reported. On (B)(6) 2007 the patient underwent chest CT with contrast, abdomen CT with contrast and pelvic CT with contrast. The impressions were: continued mild improvement. The several target lesions are identified one by one in the report. On (B)(6) 2007 patient was admitted after having lower back pain worsening over the past week with increased pain radiating to her right leg, decreased appetite, incontinence of urine. The patient has been primarily in a wheelchair for the last week because of the discomfort and nausea. On (B)(6) 2007 patient was hospitalized and reported severe and worsening back pain. On (B)(6) 2007 the patient underwent single water's view of the orbits for MRI. Impression: negative exam. No evidence for metallic density or foreign bodies. On (B)(6) 2007 the patient underwent single view chest x-ray. Impression: increased density within the left costophrenic angle, most suggestive of atelectasis. Follow-up may be helpful as a developing pneumonia cannot be entirely excluded. On (B)(6) 2007 the patient underwent nuclear medicine whole body bone scan. Nm impression 1. Rather intense areas of increased uptake which parallel the region of the si joint bilaterally, thought to most likely represent sacral insufficiency fractures. A somewhat rounded focus of increased uptake in the midline of the upper sacrum could represent a component of the insufficiency fracture, however the appearance is slightly atypical and metastatic disease is not excluded. No obvious lesion seen on plain radiographs in this area. 2. Increased activity bilaterally in the lower lumbar spine at about the l4-ls and probably also l5-s1 levels corresponding to severely degenerated facets, consistent with degenerative facet arthropathy. 3. Minimally increased uptake at t12 and l1 consistent with chronic; compression deformities noted on plain x-rays. 4. Moderately intense rounded focus of uptake in the region of the xyphold which is non-specific and may relate to trauma, metastatic disease not excluded. 5. Areas of increased uptake in the shoulders and left sternoclavicular joint as well as the right knee which are all typical of degenerative change. On (B)(6) 2007 patient was admitted for increasing back pain and loss of control bowel and bladder. Patient underwent single view portable chest x-ray. Impression: no acute pulmonary process. CT of the lumbar spine without contrast with reconstruction CT impression: 1. Advanced degenerative changes l4-5 and l5-s1. The inferior aspect of l4-5 disk space shows severe canal stenosis. L5-s1 shows mil d-to-moderate canal stenosis. 2. Vertical fractures involving the sacrum. These are superimposed on a permeative bony pattern. These certainly could represent insufficiency fractures through markedly osteopenic bones or could be related to insufficiency fractures from extensive metastatic disease to the bones. 3. At some point, it may be reasonable to consider targeted MRI of the sacrum in an attempt to sort out some of the changes. Patient underwent triple view lumbar spine x-ray. Impression: stable appearance to the spine. No acute appearing bony. Admitting diagnosis: 1. L5 burst fracture, unstable l5 burst fracture. 2, cauda equina syndrome, 3. Severe low back pain and right lumbar radiculopathy. 4. History of uterine cancer. S. Multiple medical problems. 6. Osteoporosis. 7. Lumbar canal compromise at l5-s1 on (B)(6) 2007 patient underwent the following procedures: l4, l5 laminectomies with decompression of the thecal sac and bilateral l4, l5, s1 nerve roots; bilateral l4, l5, intertransverse and s1 bilateral sacral ala posterior lateral arthrodesis using morcelized autograft and bone morphogenic protein sponges; l4, l5, s1 vertebroplasty for bone strength and pedicle screw pull out augmentation; harvesting of right iliac crest graft for posterolateral arthrodesis. Per op notes, the screw system was used with 7.5mmx45mm length screws placed in l4, l5 pedicles and a single 7.5mmx35mm screw placed in the right s1 pedicle. There was good purchase of screws. Post placement ap and lateral fluoroscopy demonstrated good anatomic placement. A 40 mm rod was connected to the left l4 and l5 screws and secured using inter-nuts and a torque wrench. The bilateral, l5 transverse processes and sacral ala were decorticated. Bmp sponges as well as previously morcelized iliac crest and local bone from decompression were placed out overlying bmp sponges. No complications were reported during the procedure. (B)(6) 2007 patient underwent chest pa and lateral two view x-rays. Impression: there is no acute cardiac or pulmonary process. Patient also underwent lumbar spine two view x-rays. Ra impression: this shows decompression laminectomy. There are pedicle screws at l4-5 and s1. On (B)(6) 2008 patient underwent one view of chest for PICC line placement. Impression: left arm PICC with tip in the brachiocephalic vein. As described above this could be advanced slightly for more optimal positioning in the svc. On (B)(6) 2008 the patient was discharged from the hospital. Discharge diagnosis: 1. L5 burst fracture, unstable l5 burst fracture. 2. Cauda equine syndrome. 3. Severe low back pain and right lumbar radiculopathy. 4. History of uterine cancer. 5. Multiple medical problems. 6. Osteoporosis. 7. Lumbar canal compromise at ls-s1. 8. Deep venous thrombosis, status post placement of inferior vena cava filters as well as oral coumadin usage. 9. Acute blood loss anemia, resolved, status post transfusion. 10. Hypoglycemia secondary to oral hyperglycemic agents, improved after cessation of those medications. 11. Urinary incontinence secondary to cauda equina syndrome. 12. Urinary tract infection, treated with bactrim. On (B)(6) 2008 patient was admitted to the hospital reporting 101 fever and chills. Assessments: 1. A left sacral decubitus. 2. Wound dehiscence of upper lumbar wound. 3. Wound infection with a negative deep culture aspiration. 4. .type 2 diabetes. 5. Prior history of uterine cancer with radiation to her lumbar spine. 6. Bilateral sacral insufficiency fractures. 7. Continued complaints of left lumbar radiculopathy. A. Prior history of a dvt, on chronic coumadin anticoagulation secondary to inferior vena cava filters replacement. On (B)(6) 2008 the patient underwent x-rays of the lumbar spine. Impressions: 1. Status post posterior fusion l4-s1 with intact pedicle screws and posterior fixation rods. Polymethylmethacrylate is in place in each screw hole. There are no complicating features. 2. There is a superior endplate compression deformity of t12 which is chronic. Spondylosis is present at t12-l1. On (B)(6) 2008 the patient underwent x-rays of the lumbar spine. Impressions: plif has been performed from l4 to s1with no complicating features. There has been no interval change since (B)(6) 2008. She was also presented for office visit with significant left leg pain. On (B)(6) 2008 the patient underwent MRI of the lumbar spine. Impressions: 1. Status post plif from l4 to s1 with continued good alignment of the vertebrae. 2. Interval development of a worsening compression fracture involving the l5 vertebral body, now with 70% height loss centrally and mild retropulsion. The spinal canal did not appear to be significantly narrowed however. 3. Increasing edema within the l3 vertebral body which could indicate an impending compression fracture at this level. 4. Chronic insufficiency fractures involving the sacrum. 5. Circumferential epidural fibrosis at l4 and ls. No evidence of significant spinal canal stenosis or disk herniation in the lumbar region on (B)(6) 2008, the patient was presented for office visit. No complication was reported. On (B)(6) 2008 the patient underwent CT scan of the lumbar spine. Impressions: 1. Status post posterior lumbar interbody fusion l4-s1 with intact pedicle screws and posterior interconnecting rods. Cavity is present subjacent to the inferior endplate of l4 without vertebral body height loss. Persistent cavity is present within the l5 vertebra with bi-endplate compression like deformity with 50% loss of height. In addition, there are subacute to chronic nonhealing bilateral sacral insufficiency fractures. 2. No osseous stenosis of vertebral canal post laminectomy. However, there is mild right neural foraminal stenosis at l5-s1 due to facet joint spurring. On (B)(6) 2008 the patient was presented for office visit with osteoporosis. Impressions: 1. Osteoporosis, severe, the patient had a burst fracture of l5 which is worsening and on magnetic resonance imaging it appears that she has an impending fracture at l3. 2. Low 25-hydroxy vitamin d. The patient was on 50,000 units of ergo calciferol prescribed. 3. Chronic anti-coagulation for deep venous thrombosis (B)(6) 2008. 4. Smoking. 5. Diabetes mellitus. 6. Peripheral vascular disease with coronary artery disease. 7. The patient has chronic obstructive pulmonary disease. On (B)(6) 2008 the patient was presented for office visit for follow up. Impressions: 1. Persistent lbp radiating to leg. Will repeat MRI l-spine and sacrum to evaluate for persistent fractures or nerve impingement 2. Osteoporosis- improved vit d level, stopped in june. Refill script for qmonthly dose in addition to daily maintenance calcium +d. On (B)(6) 2008 the patient underwent MRI of lumbar spine. Impressions: 1. No significant change. Severe compression fracture of l5 as described above with still no significant retropulsion or spinal stenosis at this level. There may be a slightly greater amount of edema within the l5 vertebral body, but there is no change in the severity of the compression deformity. No new compression fractures are identified, 2. Probable significant fairly severe narrowing of the neural foramina bilaterally at l4-5 and l5-s 1, but evaluation somewhat limited by artifact from the pedicle screws. The neural foraminal narrowing at l4-5 accentuated by 8 rum anterior subluxation of l4 relative to l5, 3. Remote compression deformities of t12 and l1 abutting the disk interspace without change. 4. Edematous type signal abutting the 81-2 disk interspace, as well as involving the superior endplate of the s1 segment, which may represent degenerative. 5. Sacral insufficiency fractures as described above, not felt to have significantly changed when compared to the prior CT of (B)(6) 2008. Severe compression deformity of l5 also unchanged. Probable severe narrowing of the neural foraminal bilaterally at l4-5 and l5-s 1, which could possibly affect the exiting nerve roots at these levels. No new fractures are identified. There is extensive fatty narrowing within the remainder of the bony pelvis and spine likely from previous radiation therapy. On (B)(6) 2011 patient underwent right transmetatarsal amputation. No complications were reported. On (B)(6) 2012 the patient underwent colonoscopy. The patient presented with gi bleeding and history of polyps. No complications were reported.